Manufacturer narrative:
This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No unexpected number ramping or scroll bar anomalies were noted. The insulin pump was received with cracked display window corners, cracked battery tube threads, a cracked reservoir tube lip, cracked belt clip slot, a cracked reservoir tube, minor scratches on the display window and a missing end cap sticker.

Event description:
Customer reported that the numbers on the screen of the insulin pump keep scrolling up when the blood glucose reading communicates to the insulin pump. Blood glucose value is 165 mg/dl. Nothing further reported.